Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The gas inlet valve was replaced to resolve the reported issue.

Event description:
The hospital reported that the unit showed message "ventilate manually". There was no report of patient involvement.